Event description:
Per independent repair center statement; the unit has low o2/yellow light. The key failure was the manifold valve was leaking. Additional malfunctions were the o-ring was defective, the sieve beds were defective, and the filter was dirty.